Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed right ventricular lead noise that was oversensed by the device. It was noted that the patient was dependent. Programming changes were discussed but the physician elected to monitor the patient. The patient was in stable condition.